Event description:
Report received of cassette alarms. The set was returned from the post anesthesia care unit with a complaint of: "a+ pump alarmed, screen read cassette test failure, and pump would not infuse". The tubing set was to infuse maintenance fluids for hydration. Reportedly, the pump would initiate the self-test, and then sound an audible alarm and display the message:"cassette test failure". There was no reported adverse pt event. Though requested, there was no further info available.